Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The technician confirmed the reported event of heat and noted that the driveshaft bearing was damaged.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.